Manufacturer narrative:
H6: investigation summary our quality engineer inspected the photographs submitted for evaluation. Bd received four photographs which displayed a cloudy appearance to one of the packages. Historically cloudy packaging has been observed on units that have been stored under high temperatures and is found in conjunction with warping/shrinking of the packages. There was no visible warping or shrinking of the package observed in the photos. A cloudy package may also be a result of the forming process or from the raw material. During the bottom web forming process wear and tear to the coating of the forming may result in a cloudy portion of the package. The reported issue was confirmed however we were unable to determine a root cause with the photographs. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced a discolored blister pack. The following information was provided by the initial reporter: material no: 383537 batch no: 0168884 I have about 20 each of bd nexiva that have packaging that is cloudy plastic.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced a discolored blister pack. The following information was provided by the initial reporter: material no: 383537, batch no: 0168884. I have about 20 each of bd nexiva that have packaging that is cloudy plastic.